Event description:
On (B)(6) 2011, I had a port implanted by the (B)(6) hosp, (B)(6). I am an army veteran with 31 yrs of service including (B)(6) where I acquired agent orange leukemia and have received 29 days of chemotherapy. Chemotherapy was destroying veins in my arms so I had to get this port. This port never worked properly and now the chemo nurses refuse to even try to use it. Four chemo nurses (rns) and two oncology doctors said my port is defective and dangerous and must be removed immediately. This port is a power port, made by bard access systems. It is ref # (B)(4), lot# reuj0784. I have been unable to find a doctor to remove it so I called bard for help which they refused but bard did say repeatedly that I must return the port to them! The defects and problems with this port include: it cannot be accessed. It usually will not allow fluids to be injected; the catheter is bent and blocked -apparent "pinch off" syndrome; it cannot be purged. Normally the injected fluids will not flow in or out and blood flow back cannot be obtained; blood sprays profusely out of the septum when the access line is removed, apparently leaking through the needle access holes in the septum. This results in chronic massive bruising and swelling which prevents nurses from being able to locate the access palpation bumps.

Event description:
Add'l info rec'd from reporter on (B)(6) 2011: this is a f/u to a complaint I filed on (B)(6) 2011, access number (B)(4). The medical port, which is the subject of the above complaint, was surgically removed from my body on (B)(6) 2011. It had to be removed only because, it was defective and dangerous. The surgeon who removed, it examined it upon removal and stated, it has a large hole in the catheter. He was concerned about the possibility that drugs might have leaked into my chest cavity. That hole is approx 4 mm in length. This is conclusive evidence that the port was defective by design and extremely dangerous to my health. There are indications that this hole in the catheter did cause possibly large volumes of IV medications including chemotherapy drugs to have leaked into my chest cavity. That port is and has been in my possession since removal. I request the FDA take custody of this port and have it tested to confirm that it is defective due to its design and that it was defective when sold by the MFR. Given the number of related complaints about this product which I have become aware of, and the reaction to my complaint by the MFR, I am convinced that this MFR did know these ports are potentially defective and dangerous to the health of recipients.